Event description:
The customer reported that the fan in the central nurse's station (cns) stopped working so they replaced it, but then the cns was not showing arrhythmia data. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the fan in the central nurse's station (cns) stopped working so they replaced it, but then the cns was not showing arrhythmia data. Technical support (ts) had them reboot the cns and the org, which did not resolve the issue. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer later informed ts that the issue had been resolved but did not disclose details regarding the resolution. As the issue had been resolved without repairing the device, the cause of the issue is unlikely to be related to a device malfunction. A possible cause may be related to device settings or the hospital's network environment, as cns devices obtain data from the vital sign monitors over a network. The customer was also using the older version of the cns general user interface. Possible incompatibilities between software may occur as the customer was using both guis at the hospital. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) fan went down and that they replaced it, but now the cns is not showing arrhythmia data. Nk ts had them reboot the cns and the org, but this did not fix the issue. Their cns is still not showing data in the alarm event or alarm history except for an error message saying "data uploading". They are concerned because cardiac 5 ab needs to be able to review the arrhythmia alarms, and there is no current work around except to turn on record in the arrhtyhmia alarm tab and it's too difficult to scroll through historical data in full disclosure to pinpoint when an event occured. No harm or injury occured. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/08/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/01/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) fan went down and that they replaced it, but now the cns is not showing arrhythmia data.